Event description:
It was reported that the vertical lift column on the 9600 system would not work and there was a stator not on error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 24volt power motor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.